Event description:
It was reported that the user experienced recurrent hyperglycemia while intermittently not wearing or pausing the ilet pump for prolonged periods, removing it due to site discomfort, lack of a place to clip the pump, and charging without reconnecting, and using a subcutaneous insulin pen guided by a g7 app between pump pauses, with subsequent false meal announcements upon reconnecting. Symptoms included elevated blood glucose around 300 mg/dl and blurry vision. Outcomes included troubleshooting and education provided by the agent. Investigation included technical support review and user education on appropriate pump use and the risk of false meal announcements. Investigation of this case revealed user-related use error and therapy interruption without alerts or alarms, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was use error and cause of hyperglycemia otherwise unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.